Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed weak battery alarm and battery out limit. The blood glucose reading was 72 mg/dl. The customer stated that he was inputting his blood glucose levels, and the insulin pump showed a 5 and a 6 on the screen. He then stated that the insulin pump was in a foreign language before it alarmed weak battery. He observed that the screen had a lot of symbols on the display instead of the foreign language thereafter. He stated that there was a big plus on the screen, then the time changed. He reset the device and advised that everything seemed to be working. He stated that the battery icon went from 2 bars to 3. The customer stated that the battery out limit alarm occurred during normal use. He was advised that a replacement battery cap would be sent. Nothing further reported.